Manufacturer narrative:
The customer reported the instrument had been discarded; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: reportedly, the release wheel did not release.

Event description:
It was reported that during a da vinci hysterectomy procedure, the endowrist one vessel sealer instrument locked on tissue and would not open back up. The release wheel would not work either. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(6) 2014, intuitive surgical inc. (Isi) contacted the initial reporter for additional information. He stated the surgeon was taking down adhesions at the time of the reported malfunction. The surgeon used the monopolar curved scissors instrument and dissected the tissue around the jaws to remove the endowrist one vessel sealer instrument. There were no reports of harm or post-operative complications as a result of the reported event.